Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4)

Event description:
It was reported that the patient presented complaining of chest pain. Interrogation revealed unexpected atrial impedance measurements detected by the device. During revision, normal right atrial (ra) lead impedance measurements were detected by the analyzer, therefore the device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.